Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneufx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment for an abdominal aortic aneurysm 2004. Aneurysm and vessel morphology are unknown. It was reported that the pt returned to the emergency department in 2004 complaining of left lower extremity pain and numbness. An arteriography was performed and revealed a kink in the left limb of the stent graft. The pt was taken to the emergency room and a #4 fogarty catheter was passed and a balloon was inflated and withdrawn. A large amount of clot was brought out. Next an amplatz wire was used to straighten the kink and a balloon expandable stent was placed and inflated at the kinked area. At the end of the procedure there was good flow in the iliac artery and the pt was sent to the intensive care unit in fair condition. No additional clinical sequelae were reported.